Event description:
Event description guidant received information that this reaynchronization device was pacing at a rate of 30-50 beats per minute. The lower rate limit was programmed to 60 bpm. The hysteresis function was not on and the left ventricular pacing threshold was above the programmed outputs. This pacemaker dependent patient was hospitalized at this time, and was very symptomatic, with shortness of breath, if even one beat was missed.